Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson, vision has been submitted.

Event description:
During the intralase procedure performed on (B)(6) 2018 there was no corneal separation in the location where the intac area was. Due to this the intralase created partial flap and it was not lifted. The patient is to return for photorefractive keratectomy. Preop best corrected visual acuity (bcva) 20/20 ; no bcva taken yet pin hole in left eye 20/50.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson, vision has been submitted.